Event description:
It was reported that a user experienced maladapted meal algorithms on the ilet system after making multiple meal announcements to correct elevated glucose, and a soft reset was advised along with guidance to space meals and avoid carbohydrate-heavy snacks. Symptoms included hyperglycemia reaching 264 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure when using the user interface for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.